Event description:
The patient reportedly experienced a decrease in performance with his device. Programming adjustments were made with no success. An x-ray showed that the electrode array was extruding from the cochlea. The patient's device was explanted. The patient was re-implanted with another advanced bionics device. The company is in the process of gathering additional information.